Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly, the customer loaded a new cartridge successfully, received an accurate fill estimate, and resumed insulin delivery. Additionally, it was reported that the battery gauge was observed to be intermittently fluctuating. The customer's blood glucose was 225 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.